Event description:
It was reported that during inflation of the voyager nc during dilatation of the mildly calcified, mildly tortuous, mid right coronary artery, the patient felt chest pain. The dilatation balloon was quickly retracted from the patient and the patient was given morphine and nitroglycerin for the pain. The dilatation balloon was inflated outside the patient's body and a leak was noted in the distal end of the shaft, proximal to the balloon. The physician stopped the procedure. No resistance was felt during advancement and retraction of the balloon. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast in the inflation lumen and in the loosely folded balloon, consistent with device preparation, use of the catheter and leak or rupture inside the patient anatomy. There was a tear in the distal shaft 13 centimeters proximal to the proximal seal the tear was 2 millimeters in length. The distal shaft was flattened at the tear. An attempt to pressurize the balloon catheter was made when fluid leaked from the tear in the shaft confirming the reported leak. Using a syringe and needle, flushed the guide wire lumen and there was no fluid leaking out of the inner member confirming that the inner member was intact at the damaged area. There was a dark unknown substance fiber protruding out of the tear and the catheter was sent to the chemical analysis lab to help identify the unknown fiber. The chemical lab test results indicated that the unknown fiber resembled fibers in a cotton ball, kimwipe or lens cleaner fibers. The unknown fiber most likely came from the cleaning cloth used to wipe off blood after the procedure and would not have caused the outer member damage. There was no damage noted during the inspection prior to use and no leaks reported during catheter preparation which may suggest that the outer member was not previously damaged; therefore, this suggests that a product deficiency did not contribute to the difficulties experienced. In this case, the outer member may have been smashed (flattened as seen on the returned device) by inadvertent handling during preparation or during advancement such that the outer member ruptured upon inflation due to material degradation at the damaged spot; although this could not be confirmed. Based on the information provided and the returned product analysis, a definitive cause for the reported leak in the shaft cannot be determined; however, there is no indication of a product quality deficiency. Factors that may contribute to a tear/damage in the outer member include, but not limited to, damage during manufacturing, damage during preparation for use and/or interaction with accessory devices. To ensure this is not the result of product deficiency, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure. It was reported that the patient experienced angina during the procedure and was given medication. The reported angina patient effect as listed in the instructions for use is a known adverse event associated with coronary angioplasty procedures and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed that there were no nonconforming materials records that could have contributed to the reported difficulties in this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents reported for leak, smashed shaft or foreign material in the shaft.